Manufacturer narrative:
The product involved with this event was requested to be returned for analysis, but it has not been returned. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the staples from the sureform stapler 60 instrument did not form properly and fell inside the patient's anatomy. According to the surgeon, a backup stapler was used to complete the procedure. The clinical sales representative (csr) reviewed the procedure logs and noted only one stapler was used and concluded that the site might have switched the stapler reload instead. All staples that fell into the patient were retrieved during the same procedure. The procedure was completed with no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) who was made aware of the event by the customer, and the following additional information was provided: the instrument was inspected prior to use and there was no damages out of ordinary. No tissues were torn due to this event and no medical intervention was required. Isi also followed up with the site¿s robot coordinator and confirmed that the stapler instrument associated with this event would not be returned to isi for now.